Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. No compromised force sensor system alarm was noted. The pump had scratched display window and scratched reservoir tube window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 48 mg/dl. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer treated the low readings with food. The customer reported the drive support cap to be normal. The customer also stated that she used all of her lantus. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.